Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. D4 model no - additional. D4 catalog no - additional. D4 serial no - additional. D4 lot no - additional. D4 expiration date - additional. D4 primary UDI number - additional. H2 additional information. H4 device mfg date - additional. H6 type of investigation - additional. H6 investigation findings - additional.

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid the data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 health effect - clinical code - e0609 diminished pulse pressure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient¿s cgm had been reading erratically and providing inaccurate values prior to the event. On (B)(6) 2026, at approximately 1:55 pm, the patient was found unresponsive at home with a very weak pulse. Her father initiated cardiopulmonary resuscitation (CPR) and contacted emergency medical services (ems). Prior to loss of consciousness, the cgm displayed a reading of approximately 140 mg/dl, which was later determined to be inaccurate. Paramedics arrived at 2:12 pm and obtained a blood glucose (bg) measurement over 600 mg/dl while the cgm was 150 mg/dl. The patient remained unconscious during transport. Upon arrival at 3:21 pm, the patient received intravenous (IV) insulin drip, resulting in clinical improvement. The patient had an electroencephalogram (eeg), but no results were specified. She was admitted to the intensive care unit (ICU) and discharged on (B)(6) 2026 after her condition improved. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.